Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon burst at 7atm when dilated to 18mm. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block g2: report source. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device revealed that the balloon was torn longitudinally. No damage was found on the catheter of the device. The reported event of balloon burst was confirmed as the longitudinal tear could have been interpreted by the customer as a burst. It is possible that the interaction with scope, the technique used by the physician or any other surface during the procedure could create friction on the balloon, leading to the investigation finding of balloon torn longitudinally and this issue was perceived by the physician as balloon burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Problem code (B)(4) captures the reportable event of balloon burst. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon burst at 7atm when dilated to 18mm. The procedure was completed at this time. There were no patient complications reported as a result of this event.